Event description:
The lead was exaplnated due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Post op visual by the physicaian indicated no protrusion. Explant method: intravascular, approach not provided. Technique/tools: sheath(s), laser. No complications.